Manufacturer narrative:
The farawave catheter has been received at boston scientific's post market laboratory where it is awaiting analysis. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that the guidewire was difficult to insert and remove from the catheter. During a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat atrial fibrillation a farawave catheter was used. The guidewire was difficult to insert and remove from the catheter. Severe resistance when inserting and removing the guidewire was noted. The guidewire was replaced and the procedure was completed. No patient complications were reported.

Manufacturer narrative:
The farawave catheter has been received at boston scientific's post market laboratory where it is awaiting analysis. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that the guidewire was difficult to insert and remove from the catheter. During a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat atrial fibrillation a farawave catheter was used. The guidewire was difficult to insert and remove from the catheter. Severe resistance when inserting and removing the guidewire was noted. The guidewire was replaced and the procedure was completed. No patient complications were reported. It was further reported that the farawave catheter was difficult to insert into and be removed from the faradrive sheath, rather than the guidewire being difficult to remove and insert into the catheter. The catheter and guidewire were inside the patient at the time. It is unknown if the removal difficulty was when the catheter was only inside the sheath or if it occurred with the catheter outside the sheath. The guidewire was able to be removed from the catheter without issue. It was unclear if the guidewire or the catheter was the cause of the issue, so both were replaced and the procedure was completed.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes the difficulty inserting and withdrawing the catheter were not confirmed. During product analysis, the device passed all tests performed, showing no evidence of the reported failures. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: upon receipt at boston scientific's post market laboratory no outer abnormalities were observed during visual inspection. A guidewire was successfully inserted and removed through the catheter. Deployment was tested multiple times, and the device was deployed to basket and flower position with no unusual resistance noted. The device passed all tests performed. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review a risk review performed for the farawave catheter device confirmed that the event of difficult to withdraw and difficult to insert are a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave catheter device is acceptable. Investigation conclusion: based on all the available information the no problem detected conclusion code was selected for the reported allegations. The allegations were unable to be confirmed, and no evidence or abnormalities were observed during the analysis. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that the guidewire was difficult to insert and remove from the catheter. During a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat atrial fibrillation a farawave catheter was used. The guidewire was difficult to insert and remove from the catheter. Severe resistance when inserting and removing the guidewire was noted. The guidewire was replaced and the procedure was completed. No patient complications were reported. It was further reported that the farawave catheter was difficult to insert into and be removed from the faradrive sheath, rather than the guidewire being difficult to remove and insert into the catheter. The catheter and guidewire were inside the patient at the time. It is unknown if the removal difficulty was when the catheter was only inside the sheath or if it occurred with the catheter outside the sheath. The guidewire was able to be removed from the catheter without issue. It was unclear if the guidewire or the catheter was the cause of the issue, so both were replaced and the procedure was completed.